Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was difficult to manipulate. It had scarred in a high location. In surgery, doctor realized there was fluid around the pump in the capsule that was affecting the patient from inflating it. Doctor suspected possible infection, but not sure. Doctor removed titan touch pump on patient request and replaced with genesis pump.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection or scaring, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.